Event description:
It was reported that this inflatable penile prosthesis (ipp) was revised due to fluid loss. There was a tear in the right cylinder. The ipp was explanted and replaced. There were no patient complications reported.